Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a large volume pump module infused and entire bag in hour. The 500 ml heparin bag had an intended infusion rate of 23 ml/hr with a volume to be infused of 450.3 ml. There was patient involvement, but no harm.